Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
During an atrial fibrillation procedure in which the nrg transseptal needle was used, a cardiac perforation occurred. After performing a cavotricuspid isthmus (cti) ablation, the patient became hypotensive. Intracardiac echocardiogram revealed an epicardial perforation. A pericardiocentesis was performed to stabilize the patient. It is unknown what caused the perforation. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.